Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's device is in possible over-discharge due to patient compliance. Patient states the stim won't charge. She had an appointment scheduled to see us but has recently fallen (unrelated to stim) and has had to cancel the appointment. She will reschedule for us to check stim after she heals. The issue has not been resolved at this time. Additional information was received from the manufacturer representative (rep). It was reported the factors that may have led to/caused the over-discharge was patient compliance. The actions taken to resolve this issue is the patient has decided to have her system removed. The issue has been resolved.

Event description:
Additional information was received from a health care professional (hcp). The reason for call was to get MRI information. The caller indicated that the patient's implantable neurostimulator (ins) is not on. The device has not been charged in 4-5 years. The issue was not resolved through troubleshooting. Technical services reviewed MRI information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.